Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal circumflex artery. A 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, it was found that the guidewire exited the stent delivery system at a location other than the monorail exit port but close to the monorail exit port wherein the fracture of the device was located. The device was removed intact and completed the procedure with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.25 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. The device could be loaded on a 0.014 inch test guidewire without issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal circumflex artery. A 2.25 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, it was found that the guidewire exited the stent delivery system at a location other than the monorail exit port but close to the monorail exit port wherein the fracture of the device was located. The device was removed intact and completed the procedure with another of same device. There were no patient complications reported.